Event description:
It was reported that two mobi-c implants disassembled while being impacted into the disc space. A third implant with a slightly larger width was used to complete the procedure. There was a delay of 3 minutes to load the new implants, but there were no impacts to the patient. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2026-00044.